Event description:
We were treating a pt with your electrotherapy device and the pt was burned during the electrotherapy treatment. The pt was burned in the area of treatment underneath the treatment electrodes. The pt did not return for follow up regarding the incident or the treatment. At this time we want to refrain from releasing any add'l treatment info. We have two devices and we can not determine which device was involved in the incident.

Manufacturer narrative:
The degree of the burn and the treatment details was not released by the office administration of the clinic. The office manager did release that the waveform used during treatment was the interferential treatment waveform. The clinic did mention that they felt the incident was specific to the recent recall/field correction. Records indicate that the device is subject to the recall/field correction. The devices have been returned to us for evaluation.